Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the control unit on the small battery drive device did not function. It was further determined that the device failed pretest for check power with test bench, min.67.5 to 110 w, check the function with electric pen drive (epd)-console, check compatibility between colibri/sbd and colibr ii/sbd ii, check the triggers and electric control unit (ecu) function, check switching function, check the oscillation angle and check the off/osc/on switch mode function. It was noted in the service order that the device had an unspecified malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Correction: it was inadvertently documented in the initial report that the root cause was determined to be normal wear from use and servicing over time. However, upon complaint review, it was determined that the assignable root cause was determined to be due to premature wear as the device was returned for service within the recommended service interval timeframe (1 year). If additional information should become available, a supplemental medwatch report will be sent accordingly.